Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bypass surgery, the stapler did not fire. It was stated that the surgery time was extended to 15 minutes. There was no patient injury.